Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged avascular necrosis (avn) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the royal national orthopaedic hospital, middlesex, united kingdom. The title of this report is ¿outcomes following subcapital osteotomy for severe slipped upper femoral epiphysis ¿, published on december 01, 2015, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1302/0301-620x.97b12.35259. This report includes analysis of the clinical data that was collected on 57 patients, and the cases in this study range from january 2000 and december 2011. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced avascular necrosis (avn), which required surgery. The report states, ¿one case occurred in a (B)(6)-year-old patient with a partially fused growth plate, which has previously been associated with an 80% avn rate ¿.

Event description:
The manufacturer became aware of a literature published by the royal national orthopaedic hospital, middlesex, united kingdom. The title of this report is ¿outcomes following subcapital osteotomy for severe slipped upper femoral epiphysis ¿, published on december 01, 2015, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1302/0301-620x.97b12.35259. This report includes analysis of the clinical data that was collected on 57 patients, and the cases in this study range from january 2000 and december 2011. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced avascular necrosis (avn), which required surgery. The report states, ¿one case occurred in a 15-year-old patient with a partially fused growth plate, which has previously been associated with an 80% avn rate ¿

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://pubmed.ncbi.nlm.nih.gov/26637690/.